Event description:
It has been reported to philips that the device was not booting up successfully. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the hard drive which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips service engineer (fse) inspected the system onsite and confirmed that the system is not booting up. Fse performed pc diagnostic tool and found corrupt hard disk. Fse replaced the hard disk from the original host pc and restore ghost image on system. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.